Event description:
On (B)(6) 2025, the user experienced severe hypoglycemia of 46 mg/dl following two back-to-back dinners meal announcements (bolus). A caregiver contacted ems who treated the user with glucagon. The user was monitored and did not require hospitalization. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.